Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of electrical specification. It was also noted that the main printed circuit board (pcb) was out of electrical specification, the lower case was broken, one side bail cover was contaminated, and the battery contacts were compressed. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Bench analysis found that all low battery testing met specifications. Conclusion: this analysis could not confirm the functional test failures that were found during service and repair of the device. (B)(4).

Event description:
It was reported there are lines through the screen/lcd (liquid crystal display), unable to read information clearly. The device was returned for repair. There was no patient involvement indicated.